Event description:
It was reported that the lead had high threshold and the helix could not be retracted. The lead was difficult to reposition so it was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was stretched; the full lead was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). The inner insulation was kinked/buckled and pulled apart (overstress). There was apparent explant damage.